Manufacturer narrative:
Retainer = black. Device was returned for low battery alarms occurring more frequently. User reports that he got the alarm on april 16th, 19th, 21st, and 22nd, 2021. The following will be performed: download the pump trace and history files thus and review the downloaded trace and history files for any unexpected power/battery related alarms or anomalies near the event date and record. Generate a power management graph and review for anomalies. Perform the self test, sleep current measurement, active current measurement, and displacement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power/battery related errors noted during testing or found in the pump history. A review of the downloaded history files shows there were five (5) battery changes [04/16 at 00:02, 4/21 at 04:08 and 4/22 at 18:03 and 18:21, and 4/29, 2021 at 14:22], six (6) change battery alert (replace battery alert) [4/16 at 00:00, 4/19 at 06:00 and 06:10, 4/21 at 04:00, 4/22 at 18:00, and 4/29/2021 at 14:00] and three (3) battery out limit alarms (power loss) [4/19/2021 at 10:15, 4/29/2021 at 14:23] that occurred during the reported time period. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted during visual inspection and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm without low battery alarm. The customer had received a new insulin pump and the battery was draining almost everyday. Customer stated the type of battery in use is alkaline. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.